Manufacturer narrative:
Continuation of d11: product ID 8578 lot# 0205639018 serial# implanted: 2012-(B)(6) explanted: product type catheter product ID 8709 lot# j0056626r serial# implanted: 2001- (B)(6) explanted: product type catheter. Patient code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the spine infection has not been confirmed and there was no apparent infection. It was noted that there is unlikely an infection as the doctor replaced the pump without investigating the catheter peri-operatively. It was reported that the cause of the lump in the patient's back was unknown and it was not investigated. It was confirmed that the explant date was 2018 (B)(6) .no further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# 0205639018, implanted: (B)(6) 2012, product type: catheter; product ID: 8709, lot# j0056626r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: j0056626r, (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone (7.2 mg/ml) at a dose of 2.9002 mg/day, clonidine (0.4 mg/ml) at a dose of 0.16123 mg/day, and bupivacaine (28 mg/ml) at a dose of 11.206 mg/day via an implantable pump for an unknown indication for use. It was reported that the manufacturer representative was contacted as a critical alarm was sounding. It was noted that the patient had a serious fall two weeks earlier when she slipped and knocked herself out. The patient was then admitted to the hospital a few days after the fall; 6 days prior to the report by their general practitioner (gp) with a query of an infection of the spine. The patient complained of a lump in their back. It was unknown if the lump was present before or after the fall. On observation, a soft lump at the area of catheter insertion (by scar) was being investigated for a spine infection. The lump was approximately 2 cm x 2.5 cm, and about 3-4 mm proud of skin. The patient was scheduled for an MRI of the spine, but it was then cancelled due to the hospital being in a regional area. On interrogation of the pump on 2018-sep-11, there were three motor stalls and recoveries that had occurred and the pump was currently in stall mode at the time of the report. At the request of the prescribing doctor, the pump was put into minimum rate (previously simple continuous) and alarms silenced. It was noted that the elective replacement indicator (eri) was 5 months. It was noted that the normal physician would be away until the end of (B)(6) and that the patient may be transferred to a city hospital. The pump was put into minimal infusion mode and the patient was treated with oral medications. It was also reported that the patient had an unexplained weight loss of 25 kgs recently, which was not intentional and had not been investigated. Surgical intervention was planned and the pump would be returned on explant. The patient status at the time of this report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. H6: eval code method code (B)(4) no longer applies to this event. Eval code-result code (B)(4) no longer applies to this event. Eval code conclusion 67 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 8578 lot# 0205639018 serial# implanted: 2012-(B)(6) explanted: product type catheter product ID 8709 lot# j0056626r serial# implanted: 2001-(B)(6)explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a spine infection was not confirmed and that the patient was scheduled for a revision surgery for 2018-(B)(6). It was reported that the cause of the infection was not known and that it may not be an infection. It was noted that the patient has only had a CT scan to date. It was reported that the cause of the lump in the patient's back was not yet known and that it may be identified during surgery. No further complications were reported and/or anticipated.